Event description:
The event is reported as: four years ago, the pt had laparoscopic cholecystectomy (gallbladder cutting) surgery due to cholecyst stones. During this procedure, it was changed to open surgery because of bile duct trama - the operator only used 1 clip of (B)(4) to close the cholecyst (gall bladder) artery. This clip was left in the pt body. In (B)(6) 2010, the pt had endoscopic surgery and a stone was taken out from the common bile duct. The stone was opened after taking it out, and a closed hem-o-lok clip was found in the center of the stone. The pt recovered after taking out the stone and left hospital.

Manufacturer narrative:
The sample is not available for investigation. The investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.